Manufacturer narrative:
(B)(4). Technical support engineer troubleshot with customer over the phone and recommended to performance verification test (pvt) and was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator went into inoperable condition and to safety valve open. The ventilator was not in use on a patient at the time the malfunction occurred.